Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The 1.5x4mm x-drive tf sd screw ea (part# 91-6704, lot# unk) was returned for investigation. A visual inspection was conducted. The screw tip shows signs of wear. Functional testing was completed by attempting to insert the screw in a piece of white oak wood using a 01-7390 driver handle lot 048760 with a 15-1196 1.5mm bit lot number 406650. When an attempt was made to turn the screw into the wood the screw tip was unable to penetrate the wood surface. The DHR will not be reviewed as the lot number remains unknown. There are no indications of manufacturing defects. For this part (91-6704) and the previous one year (from the notification date) regarding the slipping of this screw, there is a complaint rate of 0.003% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is excessive force applied during an insertion attempt, beyond what the implant is designed to encounter. It is possible that the fracture occurred due to over torqueing, an off axis insertion attempt, or attempting to insert the screw into a patient with high bone density. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported a screw slipped upon insertion and could not be used. No adverse events were reported as a result of the malfunction.